Manufacturer narrative:
Updated fields: based on additional input from internal bsc medical safety personnel, the aneurysm was not the source of the infection, rather a result of bacteria from elsewhere in the body traveling through the bloodstream, lodging in the weakened, bulging artery wall, causing inflammation, necrosis (tissue death), and further weakening. Therefore, the following codes were removed from the report: sepsis (e0306), pain (e2330), fever, (e230101), serious injury/ illness/ impairment (f12), and medication required (f2303). B3: date of event: used the first date of the month of the aware date as no event date was provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that aneurysm occurred requiring prolonged hospitalization. A hemodialysis patient with severe right common femoral artery (cfa) stenosis underwent endarterectomy without symptom improvement, leading to superficial femoral artery (sfa) treatment a year ago. A 6x100, 130 cm eluvia was selected for use. The patient improved and completed a 1-year follow-up without problems. Later, the patient was hospitalized with a fever and a positive blood culture and a right thigh pain. Antibiotics were administered however, computerized tomography (CT) scan revealed an enlarging infected aneurysm. Stent removal and viabahn placement was considered but it was abandoned due to poor general condition. The patient was transferred to another hospital, and current status is unknown.

Event description:
It was reported that aneurysm occurred requiring prolonged hospitalization. A hemodialysis patient with severe right common femoral artery (cfa) stenosis underwent endarterectomy without symptom improvement, leading to superficial femoral artery (sfa) treatment a year ago. A 6x100, 130 cm eluvia was selected for use. The patient improved and completed a 1-year follow-up without problems. Later, the patient was hospitalized with a fever and a positive blood culture and a right thigh pain. Antibiotics were administered however, computerized tomography (CT) scan revealed an enlarging infected aneurysm. Stent removal and viabahn placement was considered but it was abandoned due to poor general condition. The patient was transferred to another hospital, and current status is unknown.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.